Manufacturer narrative:
Two actual samples were returned for evaluation. The returned units were labeled for single use. A visual inspection was performed on the returned units and it was noted that blue particulate matter was observed when uncapping the luer lock cap from the chemo pin spike inside the fluid path and on the snug fit area. The reported problem was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that particulate matter (pm) was observed in the fluid path of two (2) chemo-aide dispensing pins. The pm was further described as blue residue and was discovered prior to patient use of the device. In both events, there was no patient involvement. No additional information is available.